Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -9.00/2.0/90 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the patients right eye (od) on (B)(6) 2019. There was patient contact but no patient injury. The lens was removed and replaced within the same initial surgery and the problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: lens returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found that a haptic was torn. (B)(4).